Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine in clinic follow up, review of stored device memory noted this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing for an unknown duration of pacing inhibition that corresponded with an unrelated surgical procedure. Additionally, the device recorded error messages indicating high voltage was recorded on the lead during device charging. A copy of device memory was submitted for analysis. Analysis of device memory confirmed the presence of the high voltage error messages and was felt to be consistent with greater than 6 volts detected on the lead during device charging. Boston scientific technical services (ts) discussed that the error messages can occur if the patient received external shock therapy while the device was charging. Ts discussed attempting to clear the messages with the programmer and performing a manual capacitor reformation. The error messages were able to be successfully cleared from the device and a manual capacitor reformation was performed and was observed to be within normal limits. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.